Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that during an unknown time, the unit was not cutting the skin properly, the patient ended up needing a much larger area cut then needed. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, h6 and h11. Review of the most recent repair record identified the following related repair: the technician tested the device and found there was a squealing noise, swivel was loose, ball plunger worn, control bar loose, reciprocating arm erratic, fine adjustment cams missing, spring seal worn, and retaining ring missing and the shaft assembly, bearings, screws, adjustment cams, retaining ring, spring, lever, motor, swivel were replaced and control bar adjusted to resolve the issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit was not cutting the skin properly, the patient ended up needing a much larger area cut then needed. The skin graft shredded during harvest, graft was not usable and was discarded. An additional unplanned skin graft was needed in order to complete the surgery from same body area but resulted in additional patch at harvest site. No unexpected medical intervention was needed; patient just needed a dressing. There was a surgical delay of 10 minutes, and patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available.